Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had questionable results for a total of 10 patients tested with coaguchek xs meter serial number (B)(4). All results from the meter were compared to results obtained with the dade innovin test method in the laboratory. Of the ten patients, three had erroneous test results from the meter. All comparisons were performed within three to seven hours of each other. The first patient had a result of 2.3 inr when tested with the meter at 11:00 a.m. And 1.8 inr when tested with the dade innovin method. The therapeutic range for the first patient is 2 - 3 inr. This patient is tested bi-weekly. The time frame between medications taken and the incident was 12 to 14 hours. The second patient, a (B)(6) female born on (B)(6) had a result of 5.1 inr when tested with the meter at 2:30 p.m.. The patient had a result of 3.9 inr when tested with the dade innovin method. The therapeutic range for the second patient is 2.5 - 3.5 inr. This patient is tested weekly. The time frame between medications taken and the incident was 12 to 14 hours. The third patient, (B)(6), had a result of 2.2 inr when tested with the meter on (B)(6) 2017 at 4:20 p.m.. The patient had a result of 3.0 inr when tested with the dade innovin method. The therapeutic range for the third patient is 2 - 3 inr. This patient is tested every three weeks. The time frame between medications taken and the incident was 20 hours. The patients did not receive any treatment based on results from the meter. There was no allegation of an adverse event. The patients were not anemic, did not take heparin, did not suffer from antiphospholipid antibodies, and did not take direct thrombin inhibitors. None of the patient had changes in normal vitamins and supplements. None of the patients had any missed or changed dosages. Relevant retention test strips (lot 139821-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter was returned for investigation. The strips were not returned for investigation the returned meter was measured with master lot test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr donor 2 inr: 2.5 inr donor 1 hct: 47% donor 2 hct: 42% testing results: donor #1: master lot: 2.2 inr customer meter and masterlot: 2.3 inr donor #2: master lot: 2.5 inr customer meter and masterlot: 2.5 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.